Event description:
It was reported that during a revision surgery for t4- iliac, the rod broke when the surgeon was bending it over the patient. The surgeon used another rod to complete the surgery. There are no reports of adverse health consequences to the patient.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment. Result: the customer reported event was confirmed via visual inspection. The returned rod was confirmed to have fractured at the laser marking dot. The laser marking dot can act as stress risers when placed on the tensile side of the bend. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified conclusion: the most likely cause of the customer reported event is the laser marking dot, as a result of the manufacturing process. This issue has been addressed through a corrective action preventive action (CAPA). The goal of the CAPA was to define a new laser marking program for device to meet its performance.

Event description:
It was reported that during a revision surgery for t4- iliac, the rod broke when the surgeon was bending it over the patient. The surgeon used another rod to complete the surgery. There are no reports of adverse health consequences to the patient.